Manufacturer narrative:
The insulin pump was received with no button response on the act button due to corroded keypad traces. No locked keypad anomalies noted. Unable to perform displacement test due to unresponsive keypad. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer stated that the pump is locked and he cannot do anything except turn the light on and off. Customer took out the battery a couple times and inserted new ones, but the issue was not resolved. Customer stated that the time is changing on the pump and the buttons just started working. Customer treated with a manual injection. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.